Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper and gastric ulcers are known complications of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020, the patient experienced blood from the anus. The patient was hospitalized. On an unknown date, a gastroscopy was performed, which showed three gastric ulcers and a buried bumper. The gastric ulcers had burst. The peg-j tubing was removed. A new peg tube was placed on (B)(6) 2020. The j-tube replacement was postponed until the ulcers have healed.